Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. A breast cyst is a fluid-filled sac within the breast. One breast can have one or more breast cysts. They are often described as round or oval lumps with distinct edges. Breast cysts are usually and typically do not require treatment, but they can be drained using fine-needle aspiration if the cyst is large or uncomfortable. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). On june 21, 2020, mentor became aware that psr submission reference number (B)(4) and manufacturer report number 1645337-2020-06052 were duplicate reports of the same event. Any additional event information, if received, will be submitted under this manufacturer¿s report number. It was reported that a (B)(6) year-old caucasian female patient underwent an primary breast augmentation with a 325cc mentor memoryshape breast implants on both sides on (B)(6) 2015 developed left side baker grade iii capsular contracture that was observed on (B)(6) 2018. The patient had an MRI on (B)(6) 2019 that showed bilateral parenchymal cysts, and bilateral breast implants with radial folding but no rupture. No date of revision or explantation has been reported thus far. Should additional information become available, this case will be re-assessed and notes will be updated. This report is for the patient¿s left-sided device.